Event description:
In 2001 the end-user called disetronic and stated that the tubing had detached from the luer connection, and this had detached from the luer connection, and this had caused high blood glucose level. On 02/19/01 maersk medical rec'd the complaint and 1 used tubing.